Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample available for evaluation. A batch review was performed with no issues noted during the manufacturing process. Since no sample was available for evaluation and no further information is available, no root cause can be determined. There were no deviations from standard procedure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter (B)(4) and reported that the roller clamp on a transfer set broke. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore, baxter cannot determine root cause. Should the sample or any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.